Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.

Event description:
The patient's wife contacted lifescan and reported that her husband's one touch ultra test strips had a wicking issue. There was no allegation of harm or serious injury. During troubleshooting, it was verified that the patient's testing technique was correct. The test strips were reported to have no wicking action and the patient was not able to test on the meter. His wife contacted the emergency services, and his blood glucose was tested on the emt meter with a result of 136 mg/dl, which does not reflect any serious injury. He was not given any treatment. He was also not experiencing any symptoms at the time of concern. Based on the information provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. This case is reported as a strip malfunction since the issue with the test strips was not resolved. The patient was sent a replacement meter, control solution, and test strips.